Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the cap to her onetouch ultrasoft lancing device was loose and/or falling off. The medical surveillance specialist (mss) spoke with the patient on september 10, 2010 and obtained the following information. The patient reported that the alleged issue began 3 weeks prior to contacting lfs. The patient stated prior to when the issue started she used to test her blood glucose at least 3x/day. The patient reported that she manages her diabetes with insulin. The patient stated that she takes a set dose of lantus morning and evening, and apidra at meal times (based on sliding scale). As a result of the alleged issue, the patient claimed that she tested her blood glucose 1x/day as opposed to 3x/day and consequently estimated the amount of insulin to take before her meals. On the afternoon of (B)(6) 2010, the patient reported feeling shaky, sweaty and her lips were numb; symptoms she associated with a low blood glucose. The patient stated she immediately treated herself with food and/or drink and felt better afterwards. The patient stated she had not tested her blood glucose that day due to the issue with her lancing device. At the time of troubleshooting, the cca noted there was no known misuse to the subject lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(Meter serial # not provided). Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.